Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description product leaked during chemo infusion. Detailed inquiry description chemo was infusing and the nurse noticed the tubing was leaking and then stopped the infusion to the patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation; however, a picture was supplied for evaluation. Although the picture details the point where the leakage was seen, no conclusions can be made to determine if there is a leakage without the sample. No conclusions can be made and therefore the defect is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.